Manufacturer narrative:
Additional information: according to the information received from the field, the recipient had a head trauma which led reportedly to a skull fracture. In situ measurements after the incident showed one channel with hi impedance, likely due to a wire breakage caused by the trauma. The remaining eleven channels should allow a proper hearing impression. Therefore it seems that the reported lack of hearing is not caused by a technical issue but is rather related to the reported trauma and its clinical consequences. The device was explanted, but it has not been received at hq for investigation.

Event description:
The user fell due to a sudden episode of vertigo. Following the impact, she was unable to hear from the implanted side. The user has been re-implanted.

Event description:
The user fell due to a sudden episode of vertigo. Following the impact, she was unable to hear from the implanted side. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the received information from the field, the recipient had a head trauma which led reportedly to a skull fracture. In situ measurements after the incident showed one channel with hi impedance, likely due to a wire breakage caused by the trauma. The remaining eleven channels should allow a proper hearing impression. Therefore, it seems that the reported lack of hearing is not caused by a technical issue and is rather related to the reported trauma and its clinical consequences. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell due to a sudden episode of vertigo. Following the impact, she was unable to hear from the implanted side. Re-implantation is considered.